Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date as actual date is unknown. Device evaluation by MFR: the device was not able to be analyzed as it was not returned to the complaint investigation site. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. A risk review was performed, and it confirmed that this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is likely that some form of resistance occurred during the procedure between the device and the guide catheter which was used which likely resulted in excessive force being applied to the device, resulting in the reported fracture. This product investigation is assigned the most probable cause classification of adverse event related to procedure.

Event description:
It was reported that a shaft fracture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wolverine cutting balloon shaft fractured when the product was inserted into the guide catheter. The procedure was completed with an alternative device. There were no patient complications.

Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date.

Event description:
It was reported that a shaft fracture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wolverine cutting balloon shaft fractured when the product was inserted into the guide catheter. The procedure was completed with an alternative device. There were no patient complications.